Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: 00812750 case subject: npi question on issue with pca unit account name: bethesda north hospital account #: 1043750 asset name: 8015ls pcu dom v9.19.1.2 a/b/g asset location: contact: steve back contact email: stephen_back@trihealth.com contact phone: 513-865-2331 contact mobile: patient or user involvement: no patient or user harm: no case description: tech. Called in for help on question on pca unit serial # (B)(4). Failure device type: alaris system instrument failure problem type: 8120 failure mode: troubleshooting/ error codes case resolution: tech. Called in with questions on the pca unit nurse is saying while on the floor the claws connect to the lower housing is failing, before call in tech. Has ran pm test, calibration both test pass. Explain next he can run small infuse if there is a issue the unit will fail while running , and to please call back he will at that time have to replace the lower housing on the unit. Tech. Thank me for my assist .